Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller was priming the device and pressed the release button. The lancet stuck her finger and did not retract back into the device. The needle did not break off in her finger. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.